Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effects of occlusion is listed in the absolute pro peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported obstruction/occlusion, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, it was concluded that no additional information was able to be obtained. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024 the 6.0x100 mm absolute pro stent was implanted in the left superficial femoral artery. Sometime in (B)(6) 2024, the patient was admitted to a local hospital for lower limb occlusion. The patient has since been discharged from the hospital. Additional information, including treatment and specific location of the occlusion is pending. No additional information was provided.